Event description:
The spouse of home patient (hp) reports reconnecting used solution bag to already spiked line of homechoice set, after bag became unspiked during apd treatment, baxter technician assisted hp in ending treatment early for evening. No pt injury or medical intervention required per the spouse of hp.